Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0njuf, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient had a new implantable neurostimulator (ins) put in december because it wasn¿t working for them. It hadn¿t worked for the patient at all. The patient was still urinating frequently and experienced nocturia. The patient was not recovered, with symptoms or an issue on going. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.